Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had hematoma. Hence, evacuation of hematoma performed and device was repositioned. The device remains in service. No additional adverse patient effects reported.